Manufacturer narrative:
The reported events of lead damage, loss of capture, r-wave amp variation and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts.

Event description:
During post-operation follow-up, decrease sensing, increased capture which resulted in loss to capture, increased pacing impedance were observed on the right ventricular (rv) lead. An x-ray was performed, and no dislodgement was observed. Due to difficult anatomy, it is suspected that the lead may have been damaged at implant. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.